Event description:
Caller reported two separate instances of a cartridge alarm 30 occurring on different dates. There was no adverse impact to the customer's blood glucose level due to these events. Technical support decided to replace the pump as a corrective action. The customer was informed about the steps required for the replacement process, including placing the pump into storage mode and returning the problematic unit. A backup method for insulin delivery was arranged, and the customer was instructed on receiving the new pump with updated software, all of which the customer acknowledged and understood.